Manufacturer narrative:
H.6. Investigation: bd was provided with a photo to investigation this record. Visual examination of the photo shows an activated clip and an inactivated needle. Unfortunately, without a product code, lot and sample to evaluate, bd is unable to verify the reported issue or root cause at this time as it relates to the needle manufacturing process. H3 other text : see h.10.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "we have received report. For the past two years, they have received many complaints about leakage during the preparation of the vaccine administration. These vaccines are from various manufacturers and are intended for the national vaccination programme and are administered during visits to the health care centre and during campaigns. The needles are not supplied with the vaccines but must be taken care of by the clinics themselves. The most common complaint is: the leaks occurred when the safety needle was set up and removed from the lla. The connection of the safety needle in combination with the turning system caused the problems. Therefore, in addition to all the other potential causes, we also examined the needles. We noticed that there is a white ring (straw) in the attachment, and that if the white ring is wider, this causes compatibility problems, which do not occur when the ring is narrow. The needles of the returned complaints all had a broad white ring. Needles with an attachment with a narrow white ring did not cause any problems with the attachment and leakage complaints."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter: "we have received report. For the past two years, they have received many complaints about leakage during the preparation of the vaccine administration. These vaccines are from various manufacturers and are intended for the national vaccination programme and are administered during visits to the health care centre and during campaigns. The needles are not supplied with the vaccines but must be taken care of by the clinics themselves. The most common complaint is: the leaks occurred when the safety needle was set up and removed from the lla. The connection of the safety needle in combination with the turning system caused the problems. Therefore, in addition to all the other potential causes, we also examined the needles. We noticed that there is a white ring (straw) in the attachment, and that if the white ring is wider, this causes compatibility problems, which do not occur when the ring is narrow. The needles of the returned complaints all had a broad white ring. Needles with an attachment with a narrow white ring did not cause any problems with the attachment and leakage complaints."